Event description:
Report rec'd of a tubing separation. The pt was receiving lactated ringers for hydration via a peripheral line. The pt was ambulatory and returned from the bathroom. According to the custoemr contact, the pt "turned around and somehow the tubing got caught and pulled". Reportedly, the primary tubing set completely separated at the lower y-site arm. The set was changed, and the therapy was resumed without delay. There was no reported bleedback or blood loss. There was no reported adverse pt event. Though requested, no additional info was available.